Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue and the resistance during removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium; however, when the m-knob was applied, the cds did not steer normally. It was believed that the cds was miskeyed. The cds was removed to realign the blue markers, but the cds briefly became stuck on the steerable guide catheter (sgc). The clip was opened and advanced forward, and removed from the sgc. The markers were re-aligned and then the cds was re-advanced. The cds functioned normally and the clip was deployed without issue. The mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported mis-keying the devices during clip delivery system (cds) insertion, resulted in the reported difficult to position the cds (sleeve steering issue). The reported difficult to remove the cds from steerable guide catheter (sgc) was a result of procedural circumstances when the cds became stuck on the sgc during the re-aligning maneuvers. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.